Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 at (B)(6) hospital with blood glucose of above 600 mg/dl. Patient's current blood glucose value: 488 mg/dl. The customer experienced symptoms such as blurred vision. The customer was treated with insulin pump and injections and insulin drips. Troubleshooting was performed. The device is not expected to be returned for analysis.